Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch report (mw5151059). The patient is alleging a diagnosis of kidney cancer or renal carcinoma. The patient stated that they used a philips CPAP device for 10+ years. The kidney was removed, and due to inclusion into a blood vessel, they had to undergo immunotherapy treatments for the next year every 3 weeks using the keytruda medication injected intravenously. The process plus the drive time had them out of work a half day every 3 weeks. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch report (mw5151059). The patient is alleging a diagnosis of kidney cancer or renal carcinoma. The patient stated that they used a philips CPAP device for 10+ years. The kidney was removed, and due to inclusion into a blood vessel, they had to undergo immunotherapy treatments for the next year every 3 weeks using the keytruda medication injected intravenously. The process plus the drive time had them out of work a half day every 3 weeks. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. 510k number has been updated. Box b: adverse event/product problem and outcomes attributed to ae has been updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.